Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that during a rotator cuff procedure the tip of the customer's expressew iii needle broke off in the patient. The sales rep state that the surgeon was able to retrieve the broke tip from the rotator cuff tissue with no issues. The sales rep stated that nothing was left in the patient. The sales rep reported that the surgeon completed the procedure with another like device using the same gun. The sales rep reported that there were no patient consequences or delays in the case. The sales rep stated that an expressew iii gun with orthocord with used with the needle. The sales rep stated that the surgeon fired the gun five times before the needle broke. The sales rep could not provide a lot number for the device and was unsure if the same lot number of the device was used to complete the procedure. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the needle tip is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass (B)(4) times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the surgeon used the device (B)(4) times and no further procedure information was provided. Other than the possibility of user technique, a root cause could not be definitively determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.